Manufacturer narrative:
The olympus endoscopy support specialist (ess) was dispatched to the customer site to provide training for new personnel. While at the customer site, ess observed the customer not following correct reprocessing procedures. The customer did not use containers for safely transporting scopes between the procedure room and reprocessing room. The customer currently carries scopes across the hallway without a container to the reprocessing room. The customer needs to have a suction regulator in the processing room as the customer currently does not suction in the reprocessing room. It was recommended to the customer to purchase the mh-856 for the suction step of manual cleaning. There was no indication of the detergent amount for reprocessing in the sink. Customer also needs to use bigger containers for holding water for the pre-cleaning step. The customer also needs to be more aware of handling scopes in reprocessing as the customer places the scope next to the sink when the customer has not utilized a no water resistant cap on the scope. The ess reviewed cleaning and disinfection for this device. The customer was instructed to follow all olympus reprocessing procedures and to purchase the appropriate equipment and materials. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The user facility requested a reprocessing in-service for evis exera ii gastrointestinal videoscope. An olympus endoscopy support specialist (ess) visited the customer and noted during the in-service, the scope was being reprocessed incorrectly. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, the cause of the scope being reprocessed incorrectly was likely from the facility not being trained on device handling and reprocessing in accordance to the instructions for use. The specific root cause of the facility training could not be determined at this time. The following information is stated in the instructions for use: ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ olympus will continue to monitor field performance for this device.